Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error with open book image on the screen. Troubleshooting was performed. No other insulin pump error was displayed before the open book image was displayed on the screen. No harm requiring medical intervention was reported. The device will not be returned for analysis.

Manufacturer narrative:
Customer complained about having critical pump error (open book image) alarm on the insulin pump. The thumps download was successful. No critical errors that trigger the open book found in the device diagnostic trace. Base on the study of the engineer on the trace download data, they believed that open book occurred due to system hw error check and the lcd error and suspecting hardware error. Device was received with critical pump error (open book image) alarm after battery insertion. Unable to perform the functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image) alarm. Device was received with cracked battery tube threads and cracked case along the side of the battery tube. The p-cap locks properly into place. Device was cut opened and inspected. Moisture damage found all over the place on electrical board 1, on force sensor flex cable copper connector traces and on lcd 40 pin flex cable copper connector traces and inside connector on electrical board 2. The force sensor measurement was within specific range (24.6 milivolts). In conclusion, critical pump error (open book image) alarm after battery insertion due to moisture damage on the electronic assembly. Device was received with cosmetic damage on the insulin pump. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.